Event description:
Home patient (hp) reported a system error alarm 2240 when the pt line of homechoice set accidentally became disconnected from transfer set during treatment phase drain 1 of 4. Hp discontinued treatment at time of the 2240 alarm. Rn at unit reports that pt was given 1200 mg vancomycin intravenously with no resulting infection. A culture of fluid was taken with no resulting growth.